Event description:
It was reported that the subject device had circuit board issue. The issue was found during a service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional info.

Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation it was found that due to a failure in the circuit board (cr) board, the equipment does not work properly. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.